Manufacturer narrative:
The mx210 (dilateria) was not returned to coopersurgical for evaluation. A query of our complaint database did not reveal any type of product trend for the dilateria breaking during insertion. Should this product be returned to coopersurgical at a later date, we will provide a device evaluation follow up to FDA. (B)(4).

Event description:
During laminaria insertion the mx210 (dilateria) broke inside the patient. Surgeon had to remove broken piece.